Manufacturer narrative:
Pc-(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the cdh25p did not function at the 1st firing. The device was replaced to the cdh29p and the battery was replaced but it did not function as well. The device was used between the colon and the rectum. Another second device was used to complete the case. There were no adverse consequences to the patient. No further information is available.